Event description:
Consumer reported complaint for error messages (e-2 and unknown). Wife is calling on behalf of the customer. The customer reported feeling tired and weak; medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 03/31/2025; product storage and open vial date were not disclosed.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: tired and weak. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the initial concern is resolved - unable to establish contact with customer at this time.